Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient experienced a skin reaction redness, inflammation/swelling, infection, under entire patch area. The patient reported that the area around the perimeter of the sensor adhesive was reddish. The patient also said that she was feeling sick and had fever. The patient was taken to the hospital and when the sensor was removed it was reddish, had swelling, pain and showed signs of infection. The patient had tests and it was confirmed that there was sepsis. The patient was given antibiotics via IV (unspecified since patient cannot recall the name) and pain medication (patient was unable to provide route and dosage). The patient said that she took the antibiotics and pain medication while at the hospital and for 10 days after she had been discharged. At the time of the report, the patient was feeling better. The skin irritation has healed and there is a scab in the skin infection. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.